Event description:
As reported, approximately 1 month post op initial right tsa, this 79 y/o male patient was revised due to infection. Everything was removed. No spacer placed in situ. Will be rebooked for revision surgery. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 320-15-04, (B)(6) - rs glenoid plate post aug, 8 deg, right. 320-15-05, (B)(6) - eq rev locking screw. 320-01-38, (B)(6) - equinoxe reverse 38mm glenosphere. 300-01-13, (B)(6) - equinoxe, humeral stem primary, press fit 13mm. 320-10-00, (B)(6) - equinoxe reverse tray adapter plate tray +0. 320-20-00, (B)(6) - eq reverse torque defining screw kit.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, remove information from d4, d10, remove information from g4, h3, remove information from h4, h6. D10: 320-38-00, (B)(6) - equinoxe reverse 38mm humeral liner +0, 320-15-04, (B)(6) - rs glenoid plate post aug, 8 deg, right, 320-15-05, (B)(6) - eq rev locking screw, 320-01-38, (B)(6) - equinoxe reverse 38mm glenosphere, 300-01-13, (B)(6) - equinoxe, humeral stem primary, press fit 13mm, 320-10-00, (B)(6) - equinoxe reverse tray adapter plate tray +0, 320-20-00, (B)(6) - eq reverse torque defining screw kit. H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition or the surgical procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were updated/corrected: d4, g4. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.